Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq20030v and felt resistance in the injector so the surgeon ejected the lens onto the sterile tray and a haptic tore off. No patient contact or injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens has one haptic torn off & missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.